Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the reported empty package will not be returned for evaluation. An investigation will be completed. Once investigation has been completed, a follow up medwatch will be submitted. Empty package not returned.

Event description:
It was reported by the territory sales manager that the implant package was empty upon opening during a procedure. The procedure was completed using another implant. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
On the empty packaging was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.